Event description:
It was reported that when inspecting the box, the inner packaging was torn where the top of the neck/head taper rubs against it. This was noted prior to surgery. A replacement stem was provided. There was no patient involvement, no patient impact and no surgical delay. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). The product was not returned; however, a photo was provided. Visual evaluation of the provided photo identified damage to the sterile packaging (pouch). Sterility has been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. The reported event has been confirmed by evaluation of the provided photos.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d9;g3;h2;h3;h6. Product was returned and evaluated. Visual evaluation of the returned product identified damage to the sterile packaging (pouch). Sterility had been compromised. The reported event has been confirmed by evaluation of the returned product and provided photos. The product return does not alter the previous investigation as the root cause remains attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.